Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from switch button one (sw1), disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed.the suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU):IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspectionifu states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscopeit is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, leak was observed at switch 1, and the bending section cover (a-rubber) adhesive was detached. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The colonovideoscope was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, the jet-tube and the light guide lens had foreign material. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.